Event description:
It was reported that the customer was hospitalized due to a combination of reasons which the caller did not specify. The customer had called to report that the insulin pump alarmed battery out limit after a battery change. The blood glucose reading was 108 mg/dl. Advised that the device was working as intended, since it was found that the batteries had been out of the insulin pump greater than the duration allowed by the device. Advised the customer to monitor the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.